Event description:
Patient brought in to or, operating room, for corneal surgery. After anesthesia induction, it was found that the 4 blades used on the donor corneas were dull. Surgery had to be cancelled.